Event description:
While reviewing patient's empty medication cassettes the pharmacy noted that all cassettes sent back had significant medication remaining in cassettes. Pharmacist was informed that pumps stated empty reservoir each time. Pharmacist informed trauma nurse practitioner that patient did not receive medication. Patient was placed on prn doses of medication and pca pumps was discontinued and sequestered for biomedical analysis and reporting. Biomedical downloaded pump event and delivery history and retrieved cassettes for reporting event to mfg. This is an additional report on the same pca pump used at our facility. Manufacturer response for infusion pump, pca, cadd solis (per site reporter). Manufacturer aware of this and previous events. Mfg. To follow up.

Event description:
While reviewing patient's empty medication cassettes, the pharmacy noted that all cassettes sent back had significant medication remaining in cassettes. Pharmacist was informed that pumps stated empty reservoir each time. Pharmacist informed trauma nurse practitioner that patient did not receive medication. Patient was placed on prn doses of medication and pca pumps was discontinued and sequestered for biomedical analysis and reporting. Biomedical downloaded pump event and delivery history and retrieved cassettes for reporting event to mfg. This is an additional report on the same pca pump used at our facility. Manufacturer response for infusion pump, pca, cadd solis (per site reporter): manufacturer aware of this and previous events. Mfg. To follow up.